Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc) on december 10, 2021, it was found that watertightness was not maintained due to adhesive peeling of the objective lens due to deterioration or breakage of the adhesive (chemical stress / physical stress). There was no report of patient injury associated with the event.

Manufacturer narrative:
Sorc checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. It was presumed that the cause was physical stress due to dropping or bumping, or deterioration due to chemical stress such as during reprocessing. The exact cause of the reported event could not be conclusively determined.